Event description:
It was reported that: "per submitted as it is revision surgery only. Patient had osteosarcoma of left knee, tumor was resected and replaced with modular rotating distal femur in about 1991. The bushings were replaced in 1999 patient had instability and pain in the knee recently. So the bushings were replaced. Bushings were slightly worn."

Manufacturer narrative:
An evaluation of the reported devices cannot be performed as the devices were not returned to the manufacturer. Additional information pertaining to the devices referenced in this report (including x-rays and medical records) was requested. If devices or additional information becomes available, the evaluation summary will be submitted in a supplemental report.